Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received.

Event description:
The customer contact reported that during the use of a device, a spark was observed. There were no reports of any adverse patient events and no reported delays of critical therapies while the device was in clinical use. No additional information was provided.

Manufacturer narrative:
Testing and investigation confirmed during visual inspection that the power supply was charred and the c17 capacitor was burned. The probable cause was due to overheating in the capacitor.

Event description:
The customer contact reported that during the use of a device, a spark was observed. There were no reports of any adverse patient events and no reported delays of critical therapies while the device was in clinical use. No additional information was provided.